Event description:
It was reported that during a laparoscopic gastrectomy, the device was fired but the staples were not driven into the tissue. The procedure was converted to open. There was no pt consequence and the pt has been discharged.